Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced infection, pain, incontinence, dysuria, bleeding, dyspareunia, secondary prolapse, abdominal adhesions, ileus [blockage of the intestines] and urethral hypermobility. A revision/removal of the mesh and cystoscopy were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.